Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the hand piece was not working, was confirmed. Upon evaluation, it was found that the thread of the hand piece is broken. Further, the motor shaft was stuck and the resistance values of the keypad were out of range. The device was modified according to specifications, the defective motor and the hand control set were replaced and the repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is one possible root cause of the damage to the motor. The damaged motor has a tendency to stick and not turn, hence along with the defective hand control set, are responsible for the issue reported by the customer. Also user mishandling of the device is the most probable root cause of the broken thread of the hand piece. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/21/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool, two handpieces of fms systems were not working. Additional information could not be provided.